Event description:
On 12 mar 2010, the customer's wife reported that the customer received a high reading of 130 mg/dl on their freestyle freedom lite meter compared to a reading of 56 mg/dl from a health care provider's meter. The paramedics were called and the customer was transported to a hospital where the customer received unknown intravenous fluids. The customer's wife stated there were no injuries, change/delay in treatment or symptoms because of the meter. Replacement product was ordered for the customer. On 25 mar 2010, adc customer service conducted a follow up call to ask additional questions. Adc customer service spoke with the customer on 25 mar 2010, and the customer stated there were no injuries or symptoms because of the meter. On (B) (6) 2010, another follow up call was conducted by an adc customer service representative to clarify again if the customer had a medical event related to the meter. The customer's wife reported that the customer had passed away. On 30 apr 2010, adc customer service spoke with the customer's wife who reported that the customer's meter issue was not related to a medical event. In addition, per the customer's wife, the customer passed away in the hospital due to septic feet infections. There is no indication the adc meter caused or contributed to the customer's death.

Manufacturer narrative:
The meter (B) (4) was returned and the complaint was not confirmed. There were no new issues or errors observed and all results were within the range specification during control solution testing. According to the internal memory log of the meter, the customer did not test with this meter after 16 mar 2010. The date of death is unknown. The date indicated is the date adc was aware of the death. (B) (4